Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the information received, cause of the reported event was attributed to the mis-sizing and there was no issue with the valve. Furthermore, from the manufacturing document review performed, no deficiencies with the device were identified. As such, the cause of the reported event was attributed to unintended use error.

Event description:
On (B)(6) 2022, the annulus was sized as medium. Once the pvs23/m was deployed, the valve was checked, and it was noted to be too big. The annulus was re-sized and small perceval valve pvs21 was successfully implanted instead. Reportedly, there was no issue with the medium valve and the valve was discarded. Based on the information received, patient is well.

Manufacturer narrative:
The event description was updated since additional information was received but the conclusion will remain the same.

Event description:
On (B)(6) 2022, the annulus was sized as medium. Once the pvs23/m was deployed, the valve was checked, and it was noted to be too big. The annulus was re-sized and small perceval valve pvs21 was successfully implanted instead. Reportedly, there was no issue with the medium valve and the valve was discarded. Based on the additional information received, patient was stable through the procedure and had a very good outcome and is doing well. Only few minutes was added to the procedure since it was immediately decided to change the size. The annulus size of the patient was reported as 22 but there was not a great visibility on the echo.